Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the balloon popped or burst. There was no reported injury. Another catheter of the same type was inserted.

Manufacturer narrative:
(B)(4). Additional information received on 03 april 2023 states that the patient did not have a history of kidney stones or other diseases of the urinary system. Another catheter of the same type was inserted in the patient. Two pieces of actual samples were returned for investigation. Based on complaint description, it was likely that the balloons were burst during used. Visual examination was conducted on the returned samples, and it was observed the balloons had split. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual sample. No obvious abnormalities were observed on the returned sample. Split balloon may happen to several reasons such as due to several reasons such as in contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also split as a result of overinflation, and balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. In current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted, no abnormalities were observed on returned sample except the balloon had split. In addition, based on complaint description, it was stated that the balloon popped out during used after certain period. This indicates that the balloon was in good condition at the initial point of use. Therefore, this complaint could not be confirmed.

Event description:
Reported issue: the balloon popped or burst. There was no reported injury. Another catheter of the same type was inserted.